Event description:
It was reported that pt's right leg seemed to drag a little a week after her implant. The pt passed out last friday, and fell and hit her head which caused a bump. Additional info was requested.